Event description:
The customer reported a clear fluid leak of approximately 5ml from a coulter lh 750 hematology analyzer. The leak was not contained within the instrument and no error messages were reported by the customer at the time of the event. The customer was unable to locate source of the leak, and a service visit was requested. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 04/11/2015. The fse confirmed tubing was disconnected from the retic clearing pump causing the leak. The fse cleaned the shear valve and re-attached the tubing resolving the leak. While onsite, the fse found long differential (diff) count times. The fse replaced the sample lines to the diff chamber resolving the issue. The repairs were verified per established service procedures. (B)(4).